Event description:
It was reported that the procedure was to treat an 80% re-stenosed lesion in the superficial femoral artery (sfa) with heavy calcification and heavy tortuosity. The 5x120 armada 18 balloon dilation catheter (bdc) was advanced to target lesion, and the balloon was inflated; however, the balloon ruptured during the first inflation at 12 atmospheres (atm). Therefore, the bdc was removed from the patient and another armada 18 bdc was used to continue the procedure. There were no adverse patient effect and no clinically significant delay reported in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.